Event description:
Additional information was received. Only the extension had been replaced. Stimulation was performed with a usable electrode in monopolar configuration, and the situation was being observed. The cause of short circuit was not determined, but the physician supposed it was the patient's tissue at the electrode part. The short circuit was considered resolved, and the patient was not experiencing any symptoms related to short circuit.

Manufacturer narrative:
Continuation of d11: product ID 3387s-40, lot# va1x9zv, implanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: unknown, implanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported that during initial implant, the monopolar impedance was around 400 ohms with lead, extension and ins implanted, but the bipolar impedance was around 100 ohms. The physician suspected a short circuit. The extension was replaced, but the issue persisted, so a lead malfunction or patient factors such as bleeding were also considered. Troubleshooting included waiting several minutes, setting the parameter, and trying to stimulate, but no change was noted. The event was not resolved at the time of the report. The patient's condition was monitored for several days, since patient factors (including bleeding or patient constitution) were also considered. No patient symptoms were reported as a result of the event.